Event description:
It was reported that the patient's presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited oversensing due to capacitor maintenance that reoccurs every six months. No interventions were performed. The patient's condition was unknown.